Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a diagnostic procedure, the evis lucera elite colonovideoscope image appeared but was noisy with angulation reduction. The intended procedure was completed successfully with a similar device. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that an error code of e315 for an unsupported scope occurred due to damage to the charge-coupled device lens. This report is to capture the reportable malfunction of the e315 error message noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the light guide lens was polluted; there was corrosion at the control part due to leakage; insertion quality was out of standards due to damage of channel tube; liquid leaks due to damage of channel tube; the adhesive part was broken; water quantity was out of standards due to deformation of the nozzle; the angulation in the down direction was out of standard due to a worn angle-wire; the gap on the right/left knob was out of standard due to the crumpled part of the bending tube; the insulation resistance was out of standard due to cutting part of the forceps elevator lever; and there was corrosion at the scope connector due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (unsupported scope) was that the device was leaked while the user was handling the device, and water invaded. Then an abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿ olympus will continue to monitor field performance for this device.